Manufacturer narrative:
(B)(4). This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. No specific patient information regarding events has been provided. Attempts are being made to obtain the following information. If further details are received at the later date a supplemental medwatch will be sent. Does the surgeon believe that ethicon products (vicryl suture) caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with the ethicon products (vicryl suture) used in this procedure? Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Can specific patient demographics be provided for each of the subjects of this article?

Event description:
It was reported in a journal article entitled: tibial tubercle osteotomy with absorbable suture fixation in revision total knee arthroplasty: a report of 23 cases authors: christian b.l. Zonnenberg, michel p.j. Van den bekerom, tjitte de jong, peter a. Nolte citation: arch orthop trauma surg. 2014; 134: 667 672. Doi: 10.1007/s00402-014-1950-7. Tibial tubercle osteotomy (tto) is a well-known technique for improving exposure in difficult total knee arthroplasty (tka). According to the authors, the absorbable suture fixation of the tto may provide adequate stability and no hardware removal will be necessary. A total of 23 patients (age range: 43 to 84 years old) with tka underwent tto with only absorbable suture fixation. After the completion of the revision tka, the tibial tubercle was reduced and fixated in its anatomic position with 2 or 3 absorbable vicryl 1.0 sutures. No drill holes were used, but the suture needle directly penetrates the cortex. Reported complications included partial consolidation of the osteotomy (n-2), fracture of the tto (n-1), fracture of the tto (n-1), major bone grafting of the tibia plateau (n-1) in which no weight bearing was allowed for 6 weeks post-operatively, persistent patella femoral pain (n-1) which required patellar resurfacing, wound leakage post-operative day 7 (n-5) which was treated with antibiotics and pressure bondage, and limited range of motion (rom; n-1) which required post-operative manipulation under anesthesia. It was reported that the success of a revision tka depends on various factors. The surgical exposure as part of the operative technique is an important contributor to successful outcome. In the authors¿ opinion, tto with absorbable suture fixation is a reliable and simple method of fixation and provides adequate stability. When placing 3 or more sutures, mechanical forces are more evenly distributed which may provide accurate bone healing of the tibial tubercle. It was concluded that absorbable suture fixation is a predictable and simple method of fixation and provides adequate stability. It is a straightforward surgical technique which is less time-consuming and expensive compared with screw and cerclage wire fixation and no potential hardware removal is necessary. Therefore, this method is a beneficial technique for the enhancement of surgical exposure in difficult revision tka. Additional information has been requested.